Event description:
The user facility reported that the steam generator on a steam sterilizer emitted steam, causing the fire alarm to be activated. The fire department responded however evacuation was not required. There were no injuries to hospital staff or patients, and no procedural delays or cancellations reported.

Manufacturer narrative:
A steris technician inspected the steam generator and found that it had over-pressurized; this allowed steam pressure to increase until the steam safety valve opened, releasing the accumulated steam into the room where the sterilizer was located. The cause of the over-pressurization was that the electrical contactor on the steam generator became stuck in the closed position, allowing the steam pressure to build until the pressure safety switch was triggered. Once the safety switch was activated, the pressurized steam was released. The steris technician replaced the contactor and returned the unit back into service. No further issues have been reported with the equipment. This sterilizer and steam generator are under steris maintenance contract; the last preventive maintenance was performed on 8/23/11 when the equipment was found to be operating properly. Steris has determined this to be an isolated event.